Event description:
It was reported that post port implant and during the usage of safety infusion set to access the port, two infusion sets have been found to break, leak and the clamps were not found to be working. There has been no reported patient injury. This report addresses the second device. Medwatch rcvd 09/15/2020: patient reported that huber powerloc needle line is splitting. She switched to safestep, which was also splitting. Then a recall on these products was released. The patient developed swelling and a lump at her port site. She then developed fever and was hospitalized. Her port is being removed and a midline will IV will be placed so that she receive IV antibiotics. More information to follow after she is released from the hospital and we can get a full time line of events and lot numbers. Huber powerloc 22gx1 (lot# ascyf018, ascyf019, asczf026, asdrf047, asdrf048, asdrf049, asdrf050) huber safestep 22x0.5 (lot# ascyf013, ascyf014, asczf029, ascvf035, ascvf038, ascvf042); huber safestep 22x1 (lot# asdnf034, asdnf049, asdnf055, asdpf015, asdpf017, asdpf024, asdpf025, asdpf026, asdqf017, asdrf066, asdrf066, asduf120, asdvf004, asdvf009, asdvf013, asdvf016, asdvf025)

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf050 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf050 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that post port implant and during the usage of safety infusion set to access the port, two infusion sets have been found to break, leak and the clamps were not found to be working. There has been no reported patient injury.